Event description:
The patient reported that the wheels on the drive r800 rollator walker malfunctioned and were replaced on (B)(6) 2025. On (B)(6) 2025, the patient reported that the walker frame bowed outward and failed when she attempted to sit on the seat. The patient fell to the ground as a result of the reported frame failure. The organization contacted the patient on (B)(6) 2025 to assess for injury. The patient reported mild soreness but did not seek or plan to seek medical evaluation. No injury requiring treatment was reported. A replacement walker was provided to ensure safe ambulation while the event was being evaluated.